Event description:
Indication: lead removal was indicated due to infection and sepsis. Procedure: this was a left sided procedure, using a 16 fr sls laser catheter in the ep lab. The md had performed over 1000 extraction procedures. An atrial line and fluoroscopy was used but fluoro was not recorded. The laser met resistance in the subclavian vein. Once it passed through, abruptly, from applied pressure, a branch from the subclavian artery was transected. Bp dropped after the lead was removed. The artery was repaired by vascular surgery. Outcome: the patient left the ep room hemodynamically stable. The md did not believe the spnc device contributed to the event.